Event description:
It was reported that the customer experienced low blood glucose levels after a bolus was delivered. It was stated that the customer's father thought the insulin pump delivered more insulin than it was supposed to. It was also stated that the motor did not stop during the manual prime, and insulin squirted out. In addition, it was stated that the father noticed insulin leaking from the reservoir. The father stated that he re-fills the reservoirs and changes them once every two weeks. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.